Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that during an infusion of lipids with a pump, there was leaking where the syringe was connected to the medication line in the primary infusion set. There was no patient harm.

Event description:
The customer reported that during an infusion of a 5ml syringe of vancomycin to be administered within an hour with a pump, there was wetness at the end of the infusion set. The infusion line was flushed with a 1ml syringe over 10 minutes and there was leaking again. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. Pressure testing resulted in a leak at the maxzero component. Closer inspection of the maxzero under magnification showed a microchannel on the interior maxzero walls that allowed fluid to leak. The root cause of the microchannel which created a fluid path is a manufacturing issue.

Event description:
The customer reported that during an infusion of a 5ml syringe of vancomycin to be administered within an hour with a pump, there was wetness at the end of the infusion set. The infusion line was flushed with a 1ml syringe over 10 minutes and there was leaking again. There was no patient harm.

Event description:
The customer reported that during an infusion of a 5ml syringe of vancomycin to be administered within an hour with a pump, there was wetness at the end of the infusion set. The infusion line was flushed with a 1ml syringe over 10 minutes and there was leaking again. There was no patient harm.